Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer report receiving a lower sensor scan of 133 mg/dl compared to a built-in meter result of 396 mg/dl. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced symptoms of vomit, nausea, confusion, dizziness, and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who obtained a blood glucose result of 410 mg/dl on their device in comparison to a sensor scan of 208 mg/dl. The customer was diagnosed with diabetic ketoacidosis and received unspecified drips as treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.